Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was opened and inspected prior to use. According to the complainant, the nurse noticed that the spike was sticking out at an angle. There was no patient involvement.

Manufacturer narrative:
Other (needle bent). A visual examination of the returned device found that the tail washer is exposed and the needle slides freely back and forth. The needle tail is severely bent and sticking out from clevis. The root cause of this failure is undetermined.